Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned due to medical facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4) , batch: 16265569.